Event description:
It was reported that fenestrated bipolar forceps instrument had loose cables. There was no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable. The instrument was also found to have charring and localized melting at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.